Event description:
It was reported that the patient experienced a pericardial effusion and perforation from their right atrial (ra) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.